Event description:
It was reported that: pt stated that she has pain from time to time. Pt has a problem standing and has stiffness in her right leg.

Manufacturer narrative:
Device info has not been provided at this time. Info received from the pt indicated that reported device may be either rejuvenate or abgii. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.